Manufacturer narrative:
(B)(4). Batch # n55l61. The analysis found that one pve35a device was returned with no apparent damaged and with one vasecr35 cartridge reload present. The reload was received unfired. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: when the device ¿did not work (firing x) and because of the cartridge being stuck,¿ did the device lock-out (no staples deployed and no cut line started)? If no, please explain how the device did not work. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? The lot # n4l03l provided was reviewed to verify the product code, vasecr35. Upon review, it was determined that the product code does not correlate to the batch/lot. What is the correct lot number?

Event description:
It was reported that during a hepatectomy procedure, the surgeon wanted to transect hepatic vein with device. It did not work (firing x) and because of the cartridge being stuck, the staple jaw didn't open. It is unknown how the procedure was completed. There were no adverse consequences for the patient.